Event description:
It was reported that the customer had been experiencing a no delivery alarm. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the blood glucose reading was 430 mg/dl. The customer was unable to troubleshoot for the no delivery alarm.